Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. The device was returned without the original battery pack. During functional testing the device had weak power and would power on and off erratically when connected to a lab battery. Visual inspection of the interior of the handpiece found there was a small piece of what appeared to be blue latex stuck in the connector of the motor electrode. However, even with the glove material on it, the device had the proper voltage being sent to the motor. The plunger was difficult to move by hand. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: japan.

Event description:
It was reported that during surgery, the complaint product didn't work at all. There was no patient harm/injury. There was no medical intervention. There was a 0-15 surgical delay as they prepared an alternative one. After they received the complaint product, they confirmed that this complaint product was able to work with a normal battery pack, but the power of it was too low to use. During device evaluation and visual inspection of the interior of the handpiece found there was a small piece of what appeared to be blue latex stuck in the connector of the motor electrode. Due diligence is complete and there is no additional information available.